Manufacturer narrative:
Section b3: date of event: unknown/not provided, but the best estimate date is three to four weeks after the lens was implanted. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported that she underwent cataract surgery on her right eye on (B)(6) 2019, during which a non-preloaded monofocal intraocular lens (iol) was implanted. About three to four weeks after her surgery, the patient began experiencing eye pain prompting her to contact her doctor. The patient received multiple eye drops and underwent a few procedures; however, her symptoms persisted leading to the loss of vision in her right eye. The patient was subsequently referred to a retina specialist for further evaluation. In (B)(6) 2019, the patient received treatment for her eye, with the doctor suspecting scar tissue and mentioning the removal of "debris" from the eye. Her vision temporarily returned for one day but was lost again shortly afterward. The patient remains uncertain about the specific treatments she received. Initially, the patient was told her condition was due to a bacterial infection. However, subsequent testing indicated it was a fungal infection (aspergillus infection) which did not respond to medication. There is no confirmed link between the intraocular lens and the infection. The patient stated that she did not have pre-existing high intraocular pressure (iop), but at some point, her iop increased, reaching as high as 28 mm hg. The patient received two injections; however, her iop remained elevated for about two years. Approximately a year and a half ago, her iop returned to normal levels. The patient's last visit with her doctor was three months ago, and she is currently using three eye drops: prednisolone, dorzolamide hydrochloride, and systane for dry eye. There are no immediate plans for further intervention; the patient has been advised to monitor her eye and visit her doctor every six months. The patient no longer drives due to vision loss in her right eye. She also has a cataract in her left eye, but the healthcare team has decided to wait before scheduling surgery. No additional information has been provided.